Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted itself on (B)(6) 2026 between 3pm and 4pm local time. Unknown if this was in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted itself on (B)(6) 2026 between 3pm and 4pm local time. Unknown if this was in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.